Event description:
It was reported that during a laparoscopic colon procedure, on the first firing the device fired fine then the knife did not reverse. The reverse button was used to bring the knife back. A second reload was placed and the device was fired however the knife did not reverse again. The reverse button was used to bring the knife back. The motor sounded funny to the surgeon. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 2nd. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? The motor sounded funny. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No the analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse worked as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.